Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (will not power on) was isolated to a burnt fu100 on the pca board. The root cause for the burnt fu100 could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated battery charger was unable to power on.